Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on the clinical details, the root cause of the positioning issue is most likely due to use as the pump was pulled out during transportation. Corrections to the initial MFR report: added d6a/d6b. G1 MDR reporting contact email h6 impact code 4627 changed to 4628.

Event description:
The user facility reported a 52-year-old male admitted with cardiomyopathy. The team placed an intra-aortic balloon pump (iabp) and when the patient continued to decompensate the iabp was replaced with the impella cp and extracorporeal membrane oxygenation (ECMO). The impella cp came out of the left ventricle (lv) position when the patient was moved/transferred. The team was unable to reposition across the valve and instead placed a new pump. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.